Event description:
Customer reported a malfunction of the pump, indicated by malfunction code 24, though no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software as the previous one was not resettable and within warranty. Customer was instructed on procedures for returning the malfunctioning pump and setting up the replacement, including connecting their continuous glucose monitor (cgm) and entering pump settings. Backup insulin delivery via multiple daily injections (mdi) was suggested to ensure no interruption in therapy.